Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer stated that the buttons were fail, sticky and middle button had to press multiple for response. Customer also stated that insulin pump did not suspend insulin and hairline fracture at the top near threads from battery compartment casing. The insulin pump will not be returned for analysis.